Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that an x-ray review showed an outflow bend relief issue.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available. A supplemental report will be submitted when the MFR's investigation is completed.